Event description:
During a routine follow-up, it was observed that the device had gone through several noise reversions. A capacitor maintenance was then performed and showed a prolonged charge time. The decision was made to explant the device.